Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vascular procedure, while ligating the vessels, it was noted that the clips would not stay on. Clips were malformed. The surgeon used a new one to resolve the issue. There was no patient injury.